Event description:
Fmc product complaint received. Complaint stated as "cracked dialyzer". As reported, approximately ten minutes into dialysis it was discovered that there was a leak in the pt's dialyzer. Upon inspection, it was found that the dialyzer had a crack down the side several inches. The treatment was discontinued and a new setup was placed on the machine and the dialysis was resumed. Blood loss reported as >100cc. There was no adverse effect to the pt. There was no treatment indicated as a result of the reported leak. MDR filed due to blood loss reported. 08/20/1999: hcp reported blood loss as 150cc due to discard of the extracorporeal circuit of dialyzer and venous line. There was approx. 10-20cc due to the actual leak.